Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lead exhibited elevated sensing integrity counter (sic) and crosstalk. No lead integrity alert (lia) triggered because no other criteria was met. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.